Manufacturer narrative:
(B)(4). Date sent: 10/18/2021. Additional information was requested, and the following was received: 1. Could you please provide more details for "the battery of the device didn't work"? Seemed empty battery. 2. Could you please clarify if device was able to activate? No. 3. Could you please clarify if indicator window was turned on? Unk. 4. Could you please clarify if there was any damage found? Unk. MDR decision: not reportable. Upon review of the information provided in h10, it was concluded that this event does not meet the defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: could you please provide more details for "the battery of the device didn't work"? Seemed empty battery. Could you please clarify if device was able to activate? No. If yes, could you please clarify if the firing speed was affected? Na. Could you please clarify if indicator window was turned on? Unk. Could you please clarify if there was any damage found? Unk. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a left colon procedure, the battery of the device didn't work. They used another stapler to complete the procedure. No patient consequence.